Manufacturer narrative:
Product event summary: the device was returned and analyzed and results revealed the device met less than eighty percent of expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6935 implantable tachy lead implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the implantable cardiac defibrillator (ICD) was explanted and replaced. The ICD was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.